Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error was not confirmed. The device evaluation found missing print labels on front panel. Top cover, lamp door and bottom chassis were all rusted. Main power switch needed to be updated due to being an old version. Non-olympus lamp. Corrosion inside air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.